Event description:
Patient reported the blood glucose monitor is not working. No more details were provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitor for evaluation. Preliminary results indicate the blood glucose monitor is not switching on by pressing the on/off button with the patient's batteries or with new batteries.

Manufacturer narrative:
Iu received one meter sn (B)(4) with three batteries and black rom key code# 111. The batteries returned to the iu with the meter were tested on the multi-battery tester and noted to be: #1 - 0% capacity, #2 - 0% capacity, #3 - 80% capacity. Due to the capacity of the returned batteries, the iu tested returned meter with (100%) retention batteries. Iu tested the returned meter, retention batteries, and returned black rom key using retention strip lot# 491093 exp. 12/2013, iu observed that the meter would not power on with acceptable batteries meter was sent for root cause failure analysis. Root cause failure analysis indicated that the meters lcd to be melted. Also found black marks / arc damage to pcb and satellite board bezel and burn marks on bottom housing. Findings are consistent with damaged induced by microwave exposure / esd stress to the meter as a result of customer mishandling. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the damage observed to the meter was a result of product mishandling by the customer. Failure analysis determined that the damage was a result of customer mishandling. The customer's allegation of meter is not working was observed during the investigation of the returned product. This case is set to not verified use/user error based on the iu's investigation and the failure analysis result of the customer's allegation.